Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: "rupture/deflation."

Event description:
Physician reported left side rupture/deflation. Device has been explanted.